Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (dose, frequency, and route were not reported) and with other unspecified drugs for the peritoneal infection. At the time of this report the patient had not recovered from the event. Treatment and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
The patient was hospitalized for peritonitis. Dianeal therapy remained ongoing during hospitalization. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.